Event description:
Failure to osseointegrate. The product has not been returned. Therefore the evaluation method codes have been updated accordingly.

Manufacturer narrative:
The product has not been returned. Therefore the evaluation method codes have been updated accordingly.

Event description:
Failure to osseointegrate.